Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that (B)(6) 2021, during a procedure the instruments became stuck together. There was a ten (10) minute surgical delay. The procedure was completed successfully. This report involves one (1) 2.8mm kirschner wire spade point 200mm. This is report 2 of 2 for (B)(4).